Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date and UDI number is not known. Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. If the device is returned and evaluation completed, a supplemental medwatch will be filed.

Event description:
It was reported that following the successful completion of a novasure ablation procedure, the physician had perforated the uterus while attempting to remove the device. The physician stated that they knew this "was not a device issue as they had perforated the uterus". The physician reported that they "felt the perforation happen post procedure when they were removing the device. They had felt that they had pushed the device in too far after unlocking the device and believe this is when the perforation happened." The patient had presented with post ablation pain and a diagnostic laparoscopy was performed by the physician, a uterine perforation was confirmed at the fundus, a thermal injury to the small bowel was also observed. The patient was transferred to hospital for post-op care, "patient is doing well in post-op care". No additional details at this time.